Event description:
It was reported that a therapeutic vaginal sling procedure was performed on march 2005. A small piece of the needle driver of this capio suturing device broke off and was left in the pt. No pt complications were reported.